Event description:
The customer reported that there was a frozen screen on the central monitor for several hours. The ringing and visual alarms were not transmitted to the central station. There was no pt injury.